Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death. It was unknown if an autopsy was performed. It was not reported if apd therapy was ongoing at the time of death. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.